Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 18jul2019 identified 440 colony forming units(cfu) comprising of the following 1 isolate: 1 - positive rods - bacillus malikii, study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 30jul2019. The duodenoscope was inspected by pentax medical service on 01aug2019 and the following inspection findings were documented: operation channel- primary mild scratch inside. Distal cap - fixed type passed epoxy seal integrity inspection distal cap/ case cracked. Passed wet leak test. Passed dry leak test. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Bending rubber. O-ring(0.5x1.3). Distal case/cap. O-rings and seals. On 22-aug-2019, a device history review was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 16-feb-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-feb-2016. The duodenoscope is currently pending repair completion and resampling as of 27-aug-2019.